Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection, and the reported failure was partially confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive around the light guide lens and objective lens had wear. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. The reprocessing issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a defective distal end, as it had a hole in it which prevented reprocessing of the olympus duodenovideoscope. There was no patient involvement.